Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. The sensors passed per specifications and perform bicarbonate buffer test. The sensor failed with high readings.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 190 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Customer stated that he was low all night and activated the threshold suspend. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.